Event description:
The customer ordered for a v60 white top cover, with part number 1111270 and item number 453561531971. It is unknown how the device was being used at the time this incident occurred, however, there was no report of patient or user harm. Further information regarding this event have been requested.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Upon further investigation, there is no complaint or allegation of malfunction. Therefore this complaint no longer meets reportability requirements.